Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of radiculopathy and spinal pain. It was reported that the patient needed their device reprogrammed to a higher settings they were having an issue with their therapy. The patient stated that normal setting is on 8 and they need to max it out off and on to get relief. The patient stated that it does not cover their pain. The patient also mentioned that since implant they have experienced shocks when hitting a bump in the road or traveling on a rough road when driving so they now keep their implant off. It was reviewed that the nurse may have been referring to high dose programming and the patient should inquire with the rep to be reprogrammed. The patient was redirected to the healthcare provider (hcp) to discuss symptoms and request a rep to adjust and reprogram their device. No further complications were reported or anticipated.